Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d6: the implementation and explantation dates has been updated accordingly. E1: the reporter's phone number was unavailable in the initial medwatch report. The phone number had been updated accordingly. H4: the device manufacture date was unavailable in the initial medwatch report. The date been updated accordingly. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (160l979), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the healthcare professional in malaysia that an infection event was reported by a patient following an open shoulder repair surgery using the 4.5mm healix advance¿ br anchor with dynacord¿ suture (blue, white/blue/green, white/black) device. The surgery was performed on (B)(6) 2023, however the patient reported discomfort and pus coming out from the wound on (B)(6) 2023. Following this, another surgery was performed to remove the implant. The patient required revision surgery on (B)(6) 2023. Feedback from the surgeon was that signs of infection was observed around the suture, while nothing of significance was found around the hard anchor. It was reported that the patient experienced an adverse event. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: h4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).